Event description:
Procedure: laparoscopic nephrectomy. Patient sex: unk reportedly, during the procedure surgery, the device could not create an "airtight" seal on the tissue. Air was leaking from the surgical area. Another device was used and the procedure was completed with any adverse effects to the pt reported.